Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and embolization are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to lead to embolization of the prosthesis into the ascending aorta. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment there may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Per report, upon imaging review the implanting physician thought that the first valve was implanted in a too aortic position due to procedural factors (poor image intensifier angle and native annulus sizing error).  The malposition led to the valve embolizing into the aorta, and subsequently being deployed in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 ultra valve was implanted in the aortic position via transfemoral approach using an ultra delivery system and axela sheath. Post deployment the valve embolized into the aorta. The valve was pulled back and implanted in the descending aorta.  It was decided to try with a larger valve, as they thought the first valve had embolized due to a sizing error. A 26 mm sapien 3 ultra was implanted successfully. The patient was doing well post procedure. Post procedure, after reviewing the images, the implanting physician thought that the 23mm sapien 3 ultra valve was ¿implanted too high because of bad angulation¿ and embolized because it had been implanted above the annulus.